Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a fatal error had occurred at the station. The technical support specialist (tss) shrank the database and backed up the database. Following the backup, a full database synchronization was completed on the station to resolve the issue. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, a fatal error occurred on the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.